Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 444 mg/dl. The customer was treated with bolus. The customer declined troubleshoot for high blood glucose due to she knowing her healthcare professional made changes to her pump settings.. The insulin pump will not be returned for analysis. Sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details. Unable to performed or reproduce skin infection and infection in lab.